Event description:
According to event info, a pt of unk age and medical history underwent surgery for implant of the pulmonary valve. Reportedly, the pt developed complications coming off of bypass after implant of the valve. A transesophageal echocardiogram reportedly revealed a prolapsed cusp and the valve was explanted and replaced with another valve. No further complications have been reported to date.